Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, a magnet was not placed over the device and cautery was used which caused the implantable cardioverter defibrillator to charge and deliver high voltage therapy. An additional device charge was aborted due to over current detection. An in clinic check on (B)(6) 2019 revealed an error message due to possible circuit damage. Low impedance was also observed at the time of the cautery. A diagnostic anomaly was observed during attempted programming changes. An additional download was performed successfully. The patient was stable throughout.